Manufacturer narrative:
This report is submitted on january 22, 2021.

Event description:
Per the clinic, there was a skin-flap revision under a general anaesthetic (date and reason for the event unknown). The implant remains in-situ.